Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Capsular contracture was confirmed as baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, creases and red particles/ material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified an opening curved striated and an opening curved punctured. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. One opening punctured assessed as surgical damage like.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.